Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of an xpert stent delivery system, as the device was being removed from the plastic hoop, the stent was found partially deployed on the sds. The device was set aside and not used in the patients anatomy. Another xpert sds was used successfully for the procedure. There was no clinically significant delay in the procedure or no patient involvement. There was no additional information provided.